Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.event date: unknown, assumed 1st day of month that complaint was reported. Batch # ni.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, some of the clips were falling out of the device jaws upon loading. When some clips were finally able to be fed into the jaws correctly, they would scissor on the cystic duct and/or artery. It was not believed that the device was used on a cholangiogram catheter. There were no patient consequences reported.